Event description:
The cryosurgical device was being used in a procedure for the cryoablation of the liver metastitis. During one portion of the procedure involving the normal thawing of a probe, the probe did not thaw. In order to thaw and remove the probe from the liver tumor the main system freeze valve was shut off, the system was vented in order to drop the pressure on the freeze probe. The probe was then doused with warm saline. There was no known pt complication. In addition, it was noted that a second probe which was in standby (attached to the system, but not the pt) was having difficulty thawing.